Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the external portion of the pump cable was confirmed through the analysis of the submitted images provided by the account. A specific cause for the damage could not be conclusively determined through this evaluation. Two photos were submitted of the external portion of the patient¿s pump cable. There was a tear in the polyurethane jacket and armor layer, exposing the bionate layer. The underlying wires were not visible. The inline connector bend relief on the pump cable was discolored brown. The damaged portion of the cable was wrapped with rescue tape. The submitted lvad log files captured the pump operating as expected. No notable events were captured. The patient remains ongoing on vad support. No product is available for investigation. Heartmate 3 lvas IFU, rev. C, section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook, rev. D, contains information regarding how to care for the driveline, including a section entitled "what not to do: driveline and cables." The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had severe damage to their driveline.